Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section a1 patient identifier of the initial medwatch report (MFR report # 0003015876-2023-00866) should indicate: none. Section b5 executive summary of the initial medwatch report (MFR report # 0003015876-2023-00866) indicates: the customer contacted stryker to report that their device did not provide defibrillation therapy. This issue is patient related; however there was no adverse event reported. Section b5 executive summary of the initial medwatch report (MFR report # 0003015876-2023-00866) should indicate: the customer contacted stryker to report that their device would not defibrillate. There was no patient involvement reported with the event. Section e1 initial reporter name of the initial medwatch report (MFR report # 0003015876-2023-00866) indicates: lucia ceha. Section e1 initial reporter name of the initial medwatch report (MFR report # 0003015876-2023-00866) should indicate: (B)(6). Section e1 initial reporter first name of the initial medwatch report (MFR report # 0003015876-2023-00866) indicates: (B)(6). Section e1 initial reporter first name of the initial medwatch report (MFR report # 0003015876-2023-00866) should indicate: (B)(6). Section e1 initial reporter last name of the initial medwatch report (MFR report # 0003015876-2023-00866) indicates: (B)(6). Section e1 initial reporter last name of the initial medwatch report (MFR report # 0003015876-2023-00866) should indicate: (B)(6). Section e1 initial reporter email of the initial medwatch report (MFR report # 0003015876-2023-00866) indicates: (B)(6). Section e1 initial reporter email of the initial medwatch report (MFR report # 0003015876-2023-00866) should indicate: joep@aedsolutions.EU. Section h6 health impact code grid of the initial medwatch report (MFR report # 0003015876-2023-00866) indicated: no health consequences or impact. Section h6 health impact code grid of the initial medwatch report (MFR report # 0003015876-2023-00866) should indicate: no patient involvement.

Event description:
The customer contacted stryker to report that their device would not defibrillate. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation therapy. This issue is patient related; however there was no adverse event reported.